Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The 80% target lesion was located in the moderately calcified, severely tortuous mid right coronary artery (rca). The physician attempted several times to advance a veriflex (liberte) coronary stent 3.50x24mm but was unable to cross the lesion. Finally the physician pushed the stent delivery system and the stent moved on the delivery balloon. The entire system was removed from the pt and the procedure was completed with different device. No pt complications were reported as a result of the event and the pt status is reported as "good".